Manufacturer narrative:
The blower valve assembly and the blower moog motor assembly were returned to failure investigator (fi) lab for evaluation. Visual inspection of the blower valve assembly and blower motor assembly revealed evidence of damage or contamination. However, the thermistor was not returned with the blower motor assembly. Fi installed in house thermistor into the blower motor assembly; installed the blower motor assembly and the blower valve assembly into the fi test ventilator. An operational test was performed and the ventilator booted into normal ventilation mode and delivered breaths. No failures were identified during cycling the power on and off test. The ventilator then booted into diagnostic ventilation mode. Two attempts were made to perform an extended self-test (est) ; ventilator passed each cycles. An air flow accuracy test was also performed and passed. Fi technician run the blower valve assembly for an extended period of approximately three hours; the ventilator operates without any failures identified. Then fi technician run the blower motor assembly for an extended for approximately fourteen hours; the ventilator operates without any failures identified. The root cause for the reported issue could not be determined due to no failures were identified.

Event description:
Customer reported that the unit alarmed air fault. The customer reported there was no patient involvement.